Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-aug-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3-1 was failed. A field service engineer replaced the entire legacy half-height drawer due to defective rails. Powered off the station and removed all pockets from the top and bottom drawers to install them onto the new legacy half-height drawer, reconnected all cables, rebooted the station, and reconfigured the device. The customer tested all functions successfully with no additional issues found. Performed an additional reboot and reconfiguration and allowed the user to verify functionality, all tests were successful. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer would not close. The customer stated that no medication was able to pull out due to failed drawer. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.